Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter nor the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Not returned to manufacturer.

Manufacturer narrative:
Test strip lot # 1020215050 expiration date: 2017/02/28. Control solution lot number none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer called in concerned about her high bg results. (B)(6) 2015 at 07:39 am bg 292 mg/dl fasting result. (B)(6) 2015 at 08:54 am bg 315 mg/dl. After breakfast - consumer treated herself by taking her regular 30 units of insulin. (B)(6) 2015 at 02:51 pm bg 282 mg/dl. (B)(6) 2015 at 03:46 pm bg 327 mg/dl. (B)(6) 2015 at 07:21 pm bg 273 mg/dl. (B)(6) 2015 at 07:23 pm bg 333 mg/dl. According to the consumer, "...her daughter is the one giving her unknown amounts of insulin and she could not confirm how many units she received based on the bg results...." Throughout the day. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.